Event description:
It was reported that monopolar electrocautery was used during an implant procedure. After the procedure, the pt reported charging and communication issues between the implant and the external equipment. An advanced bionics rep performed device eval. The problem was confirmed. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. The pt was implanted with a new advanced bionics spinal cord stimulator.